Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic for follow-up. Lead was diagnostically imaged and externalized conductors were noted. All electrical measurements were normal. Lead was replaced.